Event description:
Customer reported hospitalization due to low blood glucose. The blood glucose at the time of the event was 40 mg/dl. The customer has been experiencing low blood glucose. The blood glucose reading was 327 mg/dl to 114 mg/dl in an hour of changing the reservoir. Customer stated that husband had driven her to the hospital. Customer was connected to the insulin pump during the prime process. Customer was feeling dizzy, sweaty, nauseated, hungry and confused. She felt like passing out. Customer over-delivered insulin. The current blood glucose reading is 228 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.